Event description:
It was reported that during a da vinci s prostatectomy procedure, the monopolar curved scissors instrument could not cut. The instrument was examined and it was noticed that the wires were broken. The planned surgical procedure was completed with another instrument. No additional information provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable frayed at the scissor grip and distal idlers. The scissors can still open and close, but the cable tension is below average, which affects cutting performance. The grip hub has a peak across the cable groove and cable wear against the grip and pulleys most likely contributed to the fraying. Engineering also observed that the distal end of the main tube has a 1 inch long section with light material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.